Manufacturer narrative:
H3: the revision reported was likely the result of a weakened biologic integration of the femoral component at the bone-implant interface which led to aseptic (non-infected) femoral loosening. The image of the tibial insert showed minor third body wear but was largely unremarkable for an implanted device with no evidence of volumetric wear. Localized damage was noted on the patella likely secondary to high in-vivo pressure from insufficient superior patellar resection. However, the extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation. D10: (B)(6) 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6) 201-78-15 - holding pin mini sharp point 4 pk. (B)(6) 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-23 - threaded pin size 2.3 collared. (B)(6) 521-78-32 - threaded pin size 3.0 collarless.

Event description:
As reported, approximately two years post the initial left total knee arthroplasty, the patient was revised due to patella wear and delamination. The tibial insert and femoral component were also exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.